Event description:
It was reported that "during insertion of pi, the peel-away sheath broke into 3 parts". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that one of the tabs did not tear correctly. A portion of the extrusion was torn along with one tab, causing it to separate. Further analysis revealed that both sides of the sheath were split completely separated down the extrusion. The sheath body length from the tabs to the distal tip measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter/inner diameters could not be accurately measured as the sheath was completely split. R & d unit confirmed that the failure for this complaint is consistent with an extrusion defect. A review of DHR revealed findings for which further investigations were initiated. Based on the customer report, the sample received, and the comments from r & d, manufacturing caused or contributed to this event. Further investigations were initiated under teleflex quality systems by the manufacturing site to further evaluate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during insertion of pi, the peel-away sheath broke into 3 parts". No patient harm or injury. The patient status is reported as "fine".